Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified right common iliac artery (cia). After a 180cm non-bsc guide wire was advanced to cross the lesion, a 4.0 x 20, 75cm mustang balloon catheter was advanced for dilation. However, upon the first inflation, the balloon ruptured at 8 atmospheres (atms) after a duration of 10 seconds. The balloon was completely removed from the patient. The procedure was completed with a 4mmx20mm non bsc balloon catheter, implant of a 8mmx40mm epic and post-dilatation with a mustang 7mmx40mm. No patient complications were reported and the patient's status was good.